Event description:
It was reported, the camera head had an image that does not appear and cuts in and out. The issue occurred during a therapeutic cystoscopy, left ureteral stent change, pyelogram, laser lithotripsy, and stone basket extraction procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "image cuts in and out" was confirmed due to faulty charged coupled device (ccd). In addition, the following reportable malfunction was also identified during the device evaluation: cut on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an image that does not appear and cuts in and out. The issue occurred during a therapeutic cystoscopy, left ureteral stent change, pyelogram, laser lithotripsy, and stone basket extraction procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned to olympus. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.